Event description:
Gia 90 premium staple did not completely fire. Staples' anvil came off of its track, causing bleeding on the staple line. Required physician intervention which was the use of 3-0 vicryl suturing.